Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl after multiple bolus delivery. The customer also reported that the insulin pump alarmed no delivery. The customer reported that her blood glucose was around 280 mg/dl and tried to bolus multiple times got no delivery alarm and disconnected from body to see if insulin came out of end of tubing reservoir and it was fine and gave herself 2.0u and it did not say no delivery and went to bed and in middle of night felt high and around 3-4am gave herself 1.5u extra bolus and went back to sleep and then this morning at 6am felt something wrong with her body and bg was 400 and tried to bolus many times through the pump and it would say no delivery and so she changed whole site and did not get no delivery. The insulin pump passed troubleshoot for no delivery and troubleshoot for high blood glucose was declined by the customer. The customer was treated with manual injection. The insulin pump will not be returned for analysis.